Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer; the customer was advised that a whisper swivel was required to eliminate the 1203 error code. The fse also provided the customer with revision j of the service manual and service bulletin (B)(4). The customer installed the whisper swivel and the issue was resolved. The customer was advised by the fse to also perform tests as outlined in service bulletin (B)(4). No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit logged an error 1203 (low leak co2 rebreathing risk). The device was in use at the time of the event; however, there was no patient harm.the event date was not specified; estimate used.